Manufacturer narrative:
A device inspection was not possible since the affected device was not returned and no other evidences were provided for the investigation of the reported base plate failure, therefore no further evaluation is possible and the case is rated as unconfirmed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was performed on (B)(6) 2022 using the blueprint planning feature (case ID: (B)(6)). The implants were stryker reunion implants. The reason for the revision was that the baseplate failed. The doctor went in and replaced the baseplate and glenosphere with the tornier perform reverse implants. We retained the stryker stem and put on a new tray and poly.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
A revision surgery was performed on (B)(6) 2002 using the blueprint planning feature (case ID: (B)(6). The implants were stryker reunion implants. The reason for the revision was that the baseplate failed. The doctor went in and replaced the baseplate and glenosphere with the tornier perform reverse implants. We retained the stryker stem and put on a new tray and poly.